Event description:
This is report 2 of 2 for the same event. During follow-up with a customer, it was reported that during biomed testing, it was observed that an attachment device and motor device overheated. The reporter stated that when checking the devices, it was observed that "the devices heated up during testing." The reporter stated that they "did not hold the device for long but could feel the heat coming from the device." No injuries or medical intervention were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing were worn and the device ran hot. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to worn bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.